Manufacturer narrative:
Device evaluation summary: it was reported that a patient underwent a procedure with a navistar thermocool catheter where the deflection mechanism became stuck in the fully deflected position. The returned device was visually inspected, and was found in normal condition. Per the reported event, a deflection test was performed, which the catheter passed. No issues were observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navistar thermocool catheter where the deflection mechanism became stuck in the fully deflected position. The knob/piston could still be turned and pushed, but the catheter would not return to its relaxed state. There was no difficulty removing the catheter from the patient¿s body, and no damage to the catheter noted upon withdrawal. The catheter was replaced, and the procedure continued. No patient consequences were reported. A catheter stuck in the fully deflected position presents a potential risk to the patient, making this event MDR reportable.